Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor tip fractured during impaction. When the doctor is impacting the glenosphere, the impactor fractures into 2 pieces. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4 the following sections were updated: b4, b5, g4, g7, h2, h3, h6, h10. Visual inspection of the returned product noted the impactor tip is fractured and not returned. The complaint is confirmed. This instrument is 4.5 years old and shows sign of wear. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.